Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g141 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot g141 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were returned for evaluation. A review of the customer provided photographs verify the drive tube broke right above the drive tube clamp assembly and resulted in a blood leak in the centrifuge chamber. The provided photographs show both drive tube bearings still installed into their retainer clips, and the centrifuge bowl component still retained in the bowl holder. There are no particles or debris seen in the photographs from the drive tube around the clamp that would indicate the drive tube had worn against the drive tube clamp. A material trace of the drive tube used to manufacture lot g141 showed no nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated the drive tube broke during the buffy coat collection phase of the procedure. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.